Manufacturer narrative:
Evaluation of the returned unit found the alarm did not send a signal to activate the indicator light at the nurse call test fixture due to a damaged nurse call receptacle. In addition, the unit received has physical damages to the exterior housing which may have contributed to the malfunction. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states when connecting the alarm to the nurse call system check that the nurse call cable is securely connected to the alarm and nurse call panel. Always test alarm and nurse call function if nurse call cable is plugged into the alarm and wall jack. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor) and make sure the nurse call light for the proper bed and room activate in the appropriate nurse¿s station location. Remove the cable from the wall jack and make sure the visual or audible alert at the nurse¿s station immediately activates. Therefore no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm has power but does not sound. The date the issue was discovered is unknown and no patient injury was reported.